Manufacturer narrative:
One medfusion pump was received with the plunger head full of contamination. The event history log was reviewed and there were force sensor test and plunger not in place alarms in the history. No watchdog errors were found in the history. Inspection was conducted and the reported issue was able to be duplicated. The plunger head was full of contamination. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. All parts of the plunger head were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a watchdog failure and the force plug sensor seal was broken. There was no patient involvement.